Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that the patient died. The patient was presented to the emergency department with severe chest pain and was immediately shifted to the intensive coronary care unit. The patient was shifted to the catheterization laboratory for coronary angiography and was referred for percutaneous coronary intervention. The target lesion was located in the calcified left anterior descending artery. A 24 x 2.50 promus premier¿ stent was advanced and deployed successfully. However, vessel dissection, which was induced by a non-bsc guide catheter, was observed in the proximal left main involving the ostium of the left circumflex artery and the patient had a cardiac arrest. Cardiopulmonary resuscitation was performed, followed by intubation but patient could not be revived. Autopsy was not performed and the official cause of death was cardio respiratory arrest.